Event description:
Report received that the device did not increment the volume delivered. During testing by the user facility, the biomedical engineer reported that the device was programmed to deliver at a rate of 100ml/hr with a volume to be infused (vtbi) of 25ml. Fifteen minutes later, the device sounded an audible alarm and displayed "vtbi complete. " reportedly the device delivered as expected; however, the display indicated "0"volume infused instead of the expected 25ml. There were no reports of any adverse pt events while the device was in clinical use. The customer reported there was no pt involvement.